Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported that the insulin pump went into threshold suspend. Customer reported having recent blood glucose levels of 36 mg/dl and 32 mg/dl. Customer reported treating the low blood glucose levels with juice. Customer reported receiving a low predicted alert, but having a blood glucose level of 486 mg/dl. Blood glucose level was 99 mg/dl at the time of the call. No further information was provided.